Event description:
Patient was treated for an abdominal aortic aneurysm on (B)(6) 2020 with the implant of an afx2 bifurcated stent and an afx vela suprarenal. Routine follow-up performed on (B)(6) 2026; identified implant separation with a type iiia endoleak. The patent is stable. Reintervention was performed on (B)(6) 2026 with the implant of an afx vela infrarenal and an afx vela suprarenal. The type iiia endoleak was successfully sealed and the patient was reported to be doing well and stable post-reintervention.

Manufacturer narrative:
The devices will not be returned for evaluation as they remain implanted in the patient. Medical imaging studies have been received, additional imaging and patient medical records have been requested. A follow-up report will be submitted after completion of evaluation of medical records ad imaging by a clinical specialist.